Event description:
The customer reported the left monitor displays an invalid signal error message during and after boot up. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the display adapter board, and video cable. System operates as intended. (B) (4)